Event description:
A malfunction alarm was reported with no notable events occurring prior. There was no adverse impact to the customer¿s blood glucose level. A software error was detected, and the customer was assisted by technical support in resetting the pump, which did not experience a recurrence of the malfunction code. The customer was advised to continue using the pump and to contact support if the malfunction recurred.